Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a low glucose event with a nadir of 54 mg/dl overnight and stated the device alarm was too quiet despite the volume being set to high, and that the low alarm continued to sound while glucose was rising after treatment. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient impact to daily activities that resolved after the user self-treated with juice, with no medical intervention, hospitalization, or assistance required. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed that the cause of the hypoglycemia was unclear and that the device was operating within specifications based on available information. It was concluded that hypoglycemia occurred with cause unclear and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.